Manufacturer narrative:
The customer reported event of autopulse platform system displayed error message ua07 (discrepancy between load 1 and load 2 too large) was confirmed during functional test and per archive data. The most probable root cause is due to a damaged load cell. Since damage front enclosure of the platform was observed, it is likely that the platform was mishandled which could resulted in damaged load cell. During visual inspection, the autopulse platform was exhibited damaged /cracked front enclosure, unrelated to the customer reported complaint. Functional test could not be performed due to autopulse platform system displayed message ua07 (discrepancy between load 1 and load 2 too large) system error upon powering up the device. Observed and verified, found defective single point load cells connected to amplifier board connector j3, which would be replace to correct this issue. Per review of the archive data, multiples faults of ua07 (discrepancy between load 1 and load 2 too large) error messages were found on (B)(6) 2019, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). (B)(4) reported on 11/19/2018 and the load cell was replaced to correct the issue.

Event description:
It was reported that the autopulse platform system displayed error message ua07 (discrepancy between load 1 and load 2 too large). It is unknown when the error occurred. No consequences or impact to patient.